Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e226 and faulty receiver module. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error code e226, was caused by the faulty receiver module. In regard to the faulty receiver module, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device had scope communication error. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.